Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30112257l related to the reported complaint condition were identified. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a right sided atrial flutter (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure while mapping the right and left atrium for flutter the patient developed pericardial effusion. Initially, only mapping in the right atrium was performed, but it was discovered that the patient had a patent foramen ovale (pfo) so mapping in the left atrium was done transseptally. The patient became hypotensive, a transthoracic echo (tee) did not reveal any effusion. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove the fluid from the pericardium; however, no fluid was able to be removed. Reminder of the procedure was aborted. The patient was reported to be in stable condition. There¿s no information regarding extended hospitalization and physician¿s causality opinion. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
Additional information was received on february 13, 2019 on the event. During the procedure while mapping the right and left atrium with the thermocool® smart touch® sf bi-directional navigation catheter for flutter the patient developed pericardial effusion. After several minutes on the left side the patient complaint of not feeling well. The patient became hypotensive, a transthoracic echo (tee) was performed which demonstrated no fluid but difficult visualization. The patient also required medication and IV fluids administration. Patient was monitored overnight. No ablation was performed. Manufacturer¿s reference number: (B)(4).